Manufacturer narrative:
(B)(4). Event date unknown. Investigation summary: the device was returned with no apparent damage. When the device was connected to a gen11, the device was functional and worked as intended. There were no anomalies noted with the functionality of the device. However, what was during functional testing was that although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. Then the instrument was disassembled to inspect the internal components and no evidence was found that could have caused the reported activation issues. However, the closure indicator was found to be broken and not making contact with the moving trigger. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the device became not to be activated during use though it functioned properly at the beginning. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.